Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/16/2016 and determined the evacuation bypass valve (ebv) was faulty. The fse replaced the ebv to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported body fluid (bf) control failure on their iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.